Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 125 ohms. The patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 125 ohms. The patient would continue to be monitored. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that the right ventricular (rv) and right atrial (ra) pacing impedance measurements increased intermittently. No noise was observed. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The device remains in service.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 125 ohms. The patient would continue to be monitored. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that the right ventricular (rv) and right atrial (ra) pacing impedance measurements increased intermittently. No noise was observed. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The device remains in service.